Event description:
It was reported the patient presented for initial procedure. During implant, it was discovered the lead exhibited high pacing impedance. The physician elected to complete the procedure with another lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance could not be confirmed. A complete lead was returned in one piece for analysis. Electrical testing was normal with no anomalies found.